Event description:
(B)(6) 2025 @ 4:00am pst sdp. Pt's caregiver called saying the pt's sensor was reading low and they had already given them 4 glucose tabs and some grapes, but it hadn't moved their bg. Pt's caregiver confirmed pt was fine and they weren't exhibiting any symptoms of being low. Pt was nauseous, but that was from their cancer. Agent had pt restart the ilet and when the bg was able to read it still gave a low, but now it gone up to 52. Caregiver will continue to correct bg according to g7 sensor since pt doesn't have a glucometer to check their bg. Agent will call back in 90 min to make check on pt's bg. (B)(6) 2025 @ 6:00am pst sdp. Agent called pt back and the caregiver was able to get ahold of the glucometer and their bg is reading 300 after eating a couple of donuts 10min ago. Agent walked pt through the steps of recalibrating the ilet 164. 2 min caregiver wanted to do another finger test and the ilet read, pump is now said 153 with a straight down finger stick says 176. Agent brought up pts bionic report and confirmed the last time pt got insulin and also confirmed the ilet hadn't given insulin from he manual bg.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.